Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was broken and had high blood glucose level. The customer¿s blood glucose level was 275 mg/dl. The customer also experienced nausea and vomiting as a symptom of high blood glucose level. The customer declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.